Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 99 mg/dl. Pump was reset to resolve the issue. Additionally, it was reported the customer removed the pump case from the pump and the cartridge was pulled out. A new cartridge was successfully loaded, and customer resumed insulin therapy.